Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to verify cracks on the original cartridge and did not have it available for return. After contacting technical support, the customer successfully loaded a new cartridge and resumed insulin delivery.